Manufacturer narrative:
The intended users of the allen advance table (table) are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Follow facility safety protocols if an intended user does not have the physical strength or cognitive skills to operate and control the product safely. The table is intended to be used in an operating room environment to support and position patients during surgical procedures. Several types of specialty tops can be attached to the table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The table contains electronic locking casters that permit the table to be moved and locked into position by use of an electronic control on the table pendant. The allen advanced table is used in positioning patients for surgical procedures. The device's settings or its positions can be controlled using its connected electronic pendant or the table can also be manipulated manually and thus can be continued to be used even if the electronic pendant ceases to function. Upon inspection, baxter field service technician determined that the friction plates springs and support plates were damaged. A replacement friction plates springs and support plates were installed for the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of brakes not holding the place in palce to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that allen advance table brake casters were not holding. The table was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the allen advance table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that allen advance table brake casters were not holding. The table was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.